Manufacturer narrative:
(B)(4). The rns system remains implanted and programmed for use.

Event description:
As per standard of care, a post-operative CT scan was performed after the initial placement of the rns system. The CT showed an epidural hematoma located under the ferrule. The plan was for the patient to continue under observation over the weekend and undergo serial head cts. The patient was reported as stable, with no change in the hematoma, and was discharged. Two weeks later, the patient underwent a follow-up appointment and was doing well without any sequelae.